Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The cause was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue), the cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported that there was arrhythmia and positioning issues during impella 5.5 support. While on support, the patient went into a ventricular tachycardic (vt) episode. The patient was cardioverted into normal sinus rhythm with one shock. The nurse reported some positioning issues with the device overnight. Amiodarone was started after the vt event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.